Event description:
It was reported that during a right colectomy, the surgeon had successfully used this device for three firings. Then on the last firing to create an ileocolostomy anastomosis the device would not open after firing. The blade assembly was retracted back to the most proximal position and the arrow was in reverse direction. The jaws still would not open when the button was pushed. The surgeon pushed down the red manual reverse and the device still would not open. After reconfirming the blade position the surgeon tried unsuccessfully a last time. The surgeon inserted a hemostat instrument in between the proximal forks and to pry the jaws slightly and the instrument came loose from the tissue (jaws still in closed position). There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.